Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from unicel dxc 660i synchron access clinical system. The customer indicated reagent probes were leaking over reagent tray and unable to duplicate the problem or to determine which probe was leaking. The customer has msds and lab procedure for cleaning up spills. The customer used personal protective equipment while cleaning up the spill. There was no effect to patient or user.

Manufacturer narrative:
The instrument was serviced on (B)(4) 2011, but the leak came back. The previous events are reported in medwatch #2050012-2011-00658 and #2050012-2011-00659. Service visited the site again on (B)(4) 2011. The field service engineer (fse) replaced reagent probe a and b vacuum valves, sample and reagent syringe 3-way valves, and a/b valve. The fse primed the instrument multiple times. Sample probe wash collar showed an occasional spitting. The fse replaced additional hardware components including sample probe, and verified vacuum lines and wash solution line. The fse performed all necessary alignments and primed the instrument multiple times. Fluid was still at bottom of wash collar but no spitting was observed. As of 02/22/2011, no further complaint related to this issue was filed.